Event description:
A clinical service representative reached out stating that during a pre-operative case with excelsiusgps case. Screws were misplaced laterally.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause is traced to user technique. The preoperative merge of t8, t9 and t10 contain shifts. The ap merges contain rotational shifts. Merge shifts can cause navigation integrity issues and lead to the misplacement of screws. The user must verifying the merge before proceeding to navigation. The cause of the reported issue was traced to user technique.